Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an altitude alarm. The contact could not recall if the blood glucose level was impacted. The alarm was cleared and insulin delivery was resumed.